Event description:
It was reported via voluntary medwatch report that a pt had reconstructive pelvic surgery for extension pelvic adhesions and endometriosis. Gore-tex anti-adhesion barrier and intergel was placed. At time of 2nd look laparoscopy (the pt) had extension reaction. Seen one time previous (also with intergel)-ended up needing an exploratory laparotomy to fix this.